Event description:
Contralateral wire caught on hooks upon jacket retraction. Unable to advance contra wire. Very hard to retract. Resolved with guiding catheter. Wallstents deployed bilaterally to graft limbs.